Event description:
It was reported that stent acute thrombosis occurred. In may 2024, a 3.5 x 16 mm synergy xd drug-eluting stent was placed in the left anterior descending artery from proximal to the mid-section. A 3.0 mm balloon pre-dilatation was carried out prior to the stent's deployment. Subsequently, one month later, the patient required balloon dilation due to a complete blockage noted within the lad stent during an emergency coronary angiography. Additionally, an intra-aortic balloon pump (iabp) was inserted to manage decreased blood pressure encountered during percutaneous coronary intervention (pci). The patient remains hospitalized, and the exact relationship between stent thrombosis (sat) and the synergy stent is unknown. The cause of the acute stent thrombosis (sat) has not been determined, with no complications reported during the initial pci procedure and no failures associated with antithrombotic medications. No further information has been reported.